Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, which is indicative of battery voltage too low for the projected remaining capacity, during a pre-implant interrogation. The device data has been sent to boston scientific technical services (ts) but has not been analyzed. The crt-p has not been cleared for implant. No patient involvement.